Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy neck anastomosis surgical procedure, the customer called to report error 1162 occurred on universal surgical manipulator (usm3). The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found an error for the cannula sensor in the same arm. The customer disabled usm3 and continued the procedure with the remaining 3 usms. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3) due to error 1162. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm3 for evaluation. A follow-up MDR will be submitted, if additional information is obtained.the root cause of error 1162 points to ac magnetic cannula sensor fault reported by the axes controller spar (acs) board in usm3 cannula sensor read timeout, hardware not responding look for other errors.